Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, and force sensor test. Unit passed dat test at 0.0877 inches. No delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed 17.5 units of normal bolus was delivered on 01/07/2026 between 06:50:31 and 19:48:29. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 01/07/2026 04:07:00 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and stained keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing and no delivery anomalies and unexpected insulin flow blocked alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and insulin flow block alarm. The customer reported blood glucose value of 380 mg/dl, and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-386a,mmt-332a,mmt-1880l. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for insulin flow block alarm. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-386a,mmt-332a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.